Event description:
The customer reported that while inspecting the heparin IV line, the collar of the male luer part at the end of the tubing came off spin collar separated from set causing leakage. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Manufacturer narrative:
The customer's report that the spin collar separated from set causing leakage was confirmed. Visual inspection observed that there were blackish particles covering the surface of the set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed. Further inspection did not show any evidence of damage to the male luer body or male luer spin collar. There were no external tool marks on the male luer spin collar or the luer itself. Functional testing was performed; separation of the 2 components was observed during the testing. Dimensional testing was performed on the 3 main dimensions of the male luer; all 3 measurements were within manufacturers specification. The root cause of the spin collar separating from the distal male luer has been identified as a manufacturing issue.